Event description:
In a clinical publication titled, 'robotic radiosurgery and the "fingers of death"' the author noted that a patient received grade-3 dermatitis in the contralateral axilla. The dermatitis was treated with a topical treatment to complete resolution. It was determined that the user did not include the contralateral axilla during evaluation of the treatment plan. As a result, dose to this region was unaccounted for and ultimately delivered leading to grade-3 dermatitis. Cyberknife treatment planning systems provide the capability for users to define the region of interest where calculated dose is displayed commonly referred to as the dose calculation box. The system allows the user to define the size of and view the dose calculation box both upon creation and after dose has been calculated.

Manufacturer narrative:
Dissemination of an urgent device correction letter was initiated (B)(4) 2010 to all users.